Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on may 09, 2018, (B)(4).

Event description:
Per the audiologist, the patient experienced a cellulitis infection and skin overgrowth at the abutment site.